Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reported the catheter leaked at the y junction. The catheter was implanted on (B)(6) 2012. It was in use for 3 months and 11 days before the failure occurred. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.